Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited loss of capture (loc). Loc did result in asystole but was less than two seconds. Lead was explanted. No additional adverse patient effects were reported.